Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log, indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume. This meets increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2013 13:36:07. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.